Manufacturer narrative:
The t:slim user guide indicates the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units with multiple during the load process. There was no impact to the customer's blood glucose level. The customer had been using humulin insulin.